Manufacturer narrative:
Us reporting agent notification received: (B)(6) 2014. Breaking thread (suture). The thread breaks when stitching. Failure occurred to 3 surgeons at the same clinic. Samples received: (B)(4) unopened pouches. Evaluation on-going as of the date of this report.

Event description:
Country of complaint: (B)(6). Breaking thread (suture).